Manufacturer narrative:
Correction: 1627487-07262012-002-r; 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04128. It was reported, the patient was experiencing heating at the ipg site after 10 minutes of charging, which was causing discomfort. The patient requested a new charging system, so a replacement external charging system was sent to the patient.